Event description:
Information received from the field notes that as the the pacemaker has aged, the battery voltage has increase rather than decrease. The patient is pacemaker dependent and the device remains implanted.~~~~~~~~